Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient presented to the hospital with dizziness and asystole. Telemetry revealed intermittent loss of pacing on the implantable pulse generator (ipg). Right ventricular (rv) lead exhibited high impedance. The lead had intermittent loss of pacing during the tug test and noise during manipulations. It was speculated that the lead may have fractured due to the patient's tight anatomy. The physician attempted to place a new rv lead, however, the vein was occluded and a new lead could not be placed. The physician reprogrammed the device to unipolar. The implantable pulse generator (ipg) and rv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event. On (B)(6) 2016 the right atrial (ra) lead was explanted and not replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification due to lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.